Manufacturer narrative:
The insulin pump was not received in manufacturing mode. The pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly damaged keypad overlay texture at left corner of overlay.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 190mg/dl at the time of the incident, o-ring came off. The customer states the plastic piece that is on the reservoir compartment the clear part broke off. The customer states was sitting in their car and the pump vibrated and the pump vibrated and he picked it up and it fell off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.